Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise oversensing, which looks like a lead integrity problem possible lead tip wire fracture. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional event information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.